Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced two dinners for a single large meal with dessert while using the ilet bionic pancreas and subsequently experienced a low glucose confirmed by fingerstick, which the user treated with oral carbohydrates and returned to range; the event is associated with an improper or incorrect procedure or method related to user interface interactions. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required, specifically oral glucose. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.